Manufacturer narrative:
Further investigation details: it appears that this transfer from iplan rt dose to varis was interrupted before completion (potentially due to a time-out). An interruption of the transfer would trigger a warning message by iplan rt dose. Although there was no reported injury in this case there was a misadministration reported. The available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported the following: on (B)(6) 2011, a dynamic conformal arc plan (one dynamic conformal arc, prostate case) was transferred to varis 6.2.37 from iplan rt dose 4.1.2 using varis link stored procedures. Apparently the mlc data was not transferred to varis with the plan. On (B)(6) 2011 the hospital recognized at fraction 8 out of 37 of this patient treatment, that patient irradiation had occurred without the mlc shaping the intended contour for the treated fractions. The hospital does not expect and adverse clinical effect for this patient.